Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired on the same date due to the use of the product which was administered during dialysis treatment.